Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Expiration date - unknown; date implanted - 1992; PMA/510(k) number ¿ unknown; manufacture date ¿ unknown.

Event description:
It was reported patient underwent a left total hip arthroplasty on an unknown date. Subsequently, patient was revised in 1992 due to unknown reasons. The acetabular cup and liner were removed and replaced. Patient was further revised on (B)(6) 2015 due to acentric poly wear. The modular head and acetabular liner were removed and replaced.